Event description:
It was reported that catheter entrapment occurred. A 2.75 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the device got stuck with the non-boston scientific (bsc) guidewire. The balloon and non-bsc guidewire were removed together, and the procedure was completed with another of same device. There were no patient complications reported.